Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected and hardware low level failures alarm during the self test. The customer also state that they were not able to passed the self test. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software low level failures alarms during testing however, the formatted history file confirmed software low level failures unable to determine the root cause per r&d. Hardware low level failures was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 1 of the ambient light sensor.